Event description:
It was reported by service report that the side rails were stuck down and the fowler angle won't set. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Gas cylinder leaking fluid. Siderail internal damage.